Event description:
It was reported that the device was explanted due to erosion. The patients condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.